Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the graphic user interface central processing unit (gui cpu) and the backlights' pcb's the ventilator then passed all performed tests and calibrations per the service manual.

Event description:
It was reported that the ventilator's display was going blank. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
Type of reportable event: was incorrectly flagged as a death when it should have been flagged as a malfunction.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.